Event description:
Info received via complaint form states as follows: "loose funnels was found during the production process".

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. This device was not used on a pt, and there were no reports of a pt being harmed as a result of this malfunction. A preliminary quality investigation found that no nonconformity was registered during the mfg process. There have been no other complaints received on the identified batch. Six (6) affected samples have been received, however, no results have been provided to date based on the eval of the returned samples. A f/u written attempt has been submitted on 12/06/2013 to the mfg site to provide the details of the formal investigation. Upon receipt of the formal investigation, a f/u report will be submitted. No add'l pt/event details have been provided to date.